Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 4-oct-2016, a medtronic representative went to the site to test the equipment and found the power supply needed to be replaced. Replacement parts were ordered. On 7-oct-2016, the medtronic representative went back to the site and replaced the mobile view station (mvs) power source and fuses. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that the imaging system's mobile view station (mvs) did not boot up during setup in the operative room. It was noted that the fuse needed to be replaced.

Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) power source confirmed the reported complaint was caused by an electrical failure. The ups unit did not power on with the returned batteries. Remove returned batteries, install known good fa test batteries and charge for at least 6 hrs.. Run load test on fa test batteries. Passed the 5 minute test (5min 43 sec). Remove fa test batteries and install new batteries. Charge new batteries over night. Perform load test, new batteries passed 5 min load test ( 5min 49 sec). Diagnosed problem: battery returned with unit would no longer hold or maintains a charge. Suspect fuses have not been received by manufacturer for analysis and were discarded on site.